Event description:
It was reported the patient was getting diaphram stim and says his heart rate increases very quickly with little activity. Rate response and stim concerns were discussed with the patient and patient was referred to physician. The device remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.